Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the acl operation, connect with generator, does not function at all, the screen did now show any alert code. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The complaint device was received and evaluated. Out put short showed when ablate, no coagulation. No saline residues on distal tip, no showed issue saline residue on distal tip any damage were observed. The device will be return to gyrus for further analysis. Supplier evaluation result for vapr premiere50 electrode: the device was not returned in the original packaging, the active tip of the electrode shows no clear signs of activation, no visible saline residue in the suction tube, the electrode shaft, handle, cable and plug does not show any signs of damage. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance and hipot active-return)as a result the active continuity test was fail. Additional continuity tests was performed, before the activation test was performed further continuity tests were carried out to locate the break in active continuity: plug to proximal side of crimp = pass, distal tip to distal side of crimp = pass, across the crimp = fail and the activation: 1 minute ablate and 1 minute coagulation were fail. Supplier summary: the device as presented showed no active continuity. The break in continuity was located across the electrical crimp. The activation test recorded that even after an extended activation period of 3 minutes, no output from the distal tip was observed on either ablate or coag modes. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is not as is anticipated in the risk analysis. A CAPA investigation was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. In addition to the design change being rolled out, an interim action was also implemented as detailed below to help reduce recurrence. Crimp wire jig gml5426 was introduced for this device. The complaint device was manufactured prior to this change. CAPA investigation has identified the components used in the process are not compatible for this method of joining and further design activity is required to improve the robustness of the electrical connections. The root cause of this failure is a design fault and corrective action is design improvements. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament (acl) surgery, it was observed that the vapr premiere50 electrode -ea device did not function at all when it was connected to the generator that the screen did now show any alert code. During in-house engineering evaluation, it was determined that when out put short showed when ablate, there was no coagulation. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.